Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d6: date of implantation is an unknown date on (B)(6) 2019. D11: date of concomitant therapy is the same as date of implantation, an unknown date in august 2019. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that a locking screw was stripped. Concomitant devices: locking screw (part: 04.005.530, lot: 3l73170, quantity: 1), tfna fenestrated screw (part: 04.038.200, lot: h805327, quantity 1). This is report 1 of 2 for (B)(4). This report is for a 11mm/130 degree titanium (ti) cannulated tfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: tfna screw perf l100 (part #: 04.038.200, lot #: h805327, quantity: 1). This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument manufacturing date: may 16, 2019, expiration date: may 1, 2029, part number: 04.037.145s, 11mm/130 deg ti cann tfna 235mm/left-sterile, lot number: 3l21423 (sterile), lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 4l03046, lot quantity: 96. Inspection instruction met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: h761697, lot quantity: 1,000. Work order traveler .met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated november 27, 2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive lot number: h853433 lot quantity: 149 one piece was scrapped in cell at op #70, final inspection, for a damaged thread. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria apart from the one piece noted. Part number: 21127, timoagri16.00, bp80 lot number: h856706 lot quantity: 957 lbs. Certified test report supplied by perryman company dated february 25, 2019 was reviewed and determined to be conforming. Lot summary report dated march 15, 2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: tfna fem nail ø11 le 130° l235 timo15 was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the nail was broken across the helical screw hole. There were few discolored spots found on the surface of the device. There were two nicked spots near the lock screw hole. Drill marks were observed on the wall of helical screw hole near the fractured location. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq. The outer diameter of tfna near the fracture location was intended to be measuring from 15.56mm to 15.76mm and it was measured to be 15.68mm which is within specification as per the drawing. Documentation/ specification review: the following drawing(s) was reviewed; -11mm ti cannulated trochanteric femoral nail-advanced 235, left -ti cannulated trochanteric femoral nail-advanced, 130 deg no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as the nail was broken across the helical screw hole. The nicked spots near locking screw hole might be during explantation. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Due to the received condition, it could not be determined during investigation whether the drill marks caused or contributed to the break. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an tfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter telephone: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in country as follows: it was reported a revision surgery occurred on (B)(6) 2020 due to a broken trochantic fixation antirotation nail (tfna). The nail broke at the point at which the lag screw passes through the nail. The broken tfna nail, lag screw and distal locking screw was removed and the patient was revised with another long tfna. Concomitant device reported: unknown lag screw (part# unknown, lot# unknown, quantity# 1); unknown locking screw (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4). This report is for an unknown tfna nail.